Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), there was a 1 minute 30 second delay in the device's analysis once the pads were placed and the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical (B)(4) evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device activity log showed that the device was powered on and the signal was shorted. The device then prompted "check pads" likely due to the user removing the multi-function cable. This means a valid patient impedance was not detected. The device then prompts the user to perform CPR. The device then recognizes a valid patient impedance, then auto analyzes and a shock advised determination is made. The r series device in AED mode will prompt the user to perform CPR after approximately 40 seconds of not recognizing a valid patient impedance. The 2 minute CPR timer also starts and the device will not perform another analysis on it's own until the 2 minute time is complete even if a valid patient impedance is detected in these two minutes. The user would need to press the analyze key to force the device to analyze the signal. Review of the clinical data confirms that the device did not detect a valid patient impedance until after the analysis was performed by the device. The data showed that during the time the device performed the analysis, the device detected a heart rate greater than 150 bpm. Which determined the patient rhythm as shockable and a shock advised prompt was issued. Based on our review of the data we have concluded that the analysis program worked within its limitations and that there was no indication of a malfunction with the device. Analysis of reports of this type has not identified an increase in trend.